Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the initial crt-d implant procedure a pericardial effusion was noted. The implant was completed one week later where right atrial lead placement was difficult resulting in a new lead being used to complete the implant. The patient was stable following the procedure.